Event description:
It was reported that a spectrum pump had a system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation reproduced the reported "system error 322". Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switches to move in and out from the upper and lower door latches. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.